Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the forceps cover glue was peeling. Other observations for the device are: el-connector lock pins leaking; control body had minor scratches not affecting function; and probe unit pink rubber was chipped, not affecting function. Ultrasound image is okay with no broken element found. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of fluid invasion observed during an unknown procedure. There is no reported harm to the patient. Upon evaluation of returned device, it was observed that the forceps cover glue was peeling. This medwatch is being submitted for the reportable issue of forceps cover glue peeling observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 28-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
Customer confirmed the event occurred during preparation of an egd/ultrasound diagnostic procedure. The staff was preparing the device when they found it did not provide a good image. There was no impact or delay to the patient. The procedure was completed using a different scope (sn# (B)(4)).